Event description:
It was reported that the atrial lead had high and intermittent capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the distal segment of the lead was returned and analyzed and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk ICD, implanted: (B)(6) 2009; 6944 lead, implanted: (B)(6) 2004. (B)(4).